Event description:
It was reported that pt experienced a loss of therapeutic effect. No known accident or incident related to the event. Interrogation of the device revealed many unaccounted for activations of device toggling on and off. Impedance measurements were normal except for some bipolar pairs read >2000 ohms. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.